Event description:
It was reported to the biomedical engineer, from nursing, that the epg (external pulse generator) turns off randomly. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the battery flex and main printed circuit board were contaminated, the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, lead flex cover and battery drawer were contaminated, the battery contacts were compressed and the ring was bent.